Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a friend or family member of the patient. It was reported that the patient could not walk after the colon test. The patient stated that they forgot their programmer so they did not turn their device off. The patient stated that they met with their healthcare provider and a manufacturing representative who straightened the issue out and they were able to walk afterwards. The patient stated they were trying their programmer and were not able to get it to work, but technical services worked with the patient through the issue and it was reported that the programmer is working as intended.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient experienced an adverse event following a colonoscopy. The patient¿s healthcare provider stated that the patient¿s ins was off and they turned it back on. The patient¿s hcp performed impedance checks and a physical examination. No out of range impedances were found. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated previously reported issues, stating that the colonoscopy messed up their battery and that ¿it was all screwed up and got out of whack¿ and that the time was wrong. The patient also stated that they had trouble with freezing, and couldn't pick up their feet. The patient wanted to know if it could have possibly weakened their battery because they still haven¿t felt much better. The patient reported that they saw their healthcare provider a week prior, who increased their settings and stated that it seemed to help. Technical services advised the patient to continue working with their healthcare provider in order to find the settings that are right for them.

Event description:
Additional information received from the patient reported that they had a colon test done in which a polyp was removed. It was stated that they didn't turn stimulation off before removing the polyp which "messed it up." The patient continued saying that the implant "lost its memory or something," with them having trouble walking after the test. However, the patient was able to see their parkinson's doctor who was able to "put it back," allowing them to walk afterwards even though they went into the clinic in a wheelchair. The patient's weight at the time of the event was (B)(6) pounds. No further complications are anticipated.